Manufacturer narrative:
The log file shows no visible error. The customer was informed to check the alarm setting if it was set too low. The ventilator is working fine now and it was put back for clinical use as confirmed by the initial reporter. At this time, the suspected device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to a vyaire representative that the bellavista 1000 was giving out high peak pressure during use on a patient. It was reported that there was no patient harm or injury in this event.

Manufacturer narrative:
Results of investigation: analysis of the logs reveals no errors. The customer was then requested to check the alarm settings. After this, the customer responded that the issue has been resolved, and the suspect device is now back to clinical use in the ICU. Root cause of failure has been determined to be a user fault. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.